Event description:
The customer reported that the freedom driver exhibited a temperature alarm with six onboard batteries. The customer also reported that the pt was sitting on his couch at home when the driver exhibited intermittent beeping with a flashing red light. The customer also reported that the pt's freedom driver exhibited temperature alarms (B)(6) morning and evening, and all alarms resolved when the onboard batteries were switched out. The pt was switched to a backup driver and provided with replacement onboard batteries without adverse impact. Although the freedom driver exhibited a temperature alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the pt because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver and onboard batteries will be returned to syncardia for evaluations. The results of the investigation will be provided in a supplemental MDR.